Event description:
It was reported that the removal difficulties occurred. The target lesion was located in an arteriovenous fistula. A 4mm x 1.5mm x 140cm small peripheral cutting balloon was advanced and inflation was performed. During withdrawal, the device became stuck in the patient. Using a snare, the device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that the removal difficulties occurred. The target lesion was located in an arteriovenous fistula. A 4mm x 1.5mm x 140cm small peripheral cutting balloon was advanced and inflation was performed. During withdrawal, the device became stuck in the patient. Using a snare, the device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Initial examination of the device confirmed the balloon had detached from the catheter. The cutting balloon catheter was returned with a 0.0135 inch guidewire inserted through the guidewire lumen. The catheter moved freely over the guidewire. The balloon was returned separate to the delivery system and was severely damaged. A microscopic examination of the detached balloon identified a partial blade detach and blade kinks. This damage can potentially be a result of the resistance encountered upon attempted removal from the patient. Upon examination of the proximal balloon bond, the proximal marker band was identified in the bond area which was a result of the inner catheter detaching and when pulled proximally through the balloon, the markerband became stuck at the proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).